Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-04913 and related manufacturer report no: 2015691-2019-04914.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr. Esheath is 5.5mm, minimum required vessel diameter for a 16fr. Esheath is 6.0mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices), in additional to patient access vessel characteristic (vessel diameter, degree of calcification, degree of tortuosity) may have contributed to the reported vascular complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: rheude t, pellegrini c, cassese s, wiebe j, wagner s, trenkwalder t, alvarez h, mayr np, hengstenberg c, schunkert h, kastrati a, husser o, joner m. Hemodynamic structural valve deterioration following transcatheter aortic valve implantation with latest-generation balloon-expandable valves. Eurointervention 2019; jaa-644 2019. Doi: 10.4244/eij-d-19-00710. Https://www.ncbi.nlm.nih.gov/pubmed/31498111. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, "hemodynamic structural valve deterioration following transcatheter aortic valve implantation with latest generation balloon-expandable valves", between january 2014 and april 2018, 691 patients undergoing transfemoral tavi were enrolled with transfemoral tavi with sapien 3 balloon expandable valves, at the german heart centre munich. The primary endpoint of this study was moderate or greater hemodynamic structural valve deterioration (svd) during follow-up in the first 12 months after tavi, defined as (I) mean transvalvular gradient =20 mmhg or (ii) mean transvalvular gradient change =10 mmhg compared with previous measurements after tavi. ¿major¿ vascular complications occurred in 37 patients. Information regarding the exact type and timing of the complications, and the required treatment was not provided.